Event description:
It was reported that the patient's right ventricular (rv) lead had gradually increasing impedance and threshold values. The pace sense portion of lead was replaced, and the defibrillator coil remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk implantable cardioverter defibrillator (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2010; 4196 implantable pacing lead (B)(6) 2010. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).